Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the procedure, an attempt was made to use two resolute onyx rx coronary drug eluting stent to treat a severely tortuous and calcified lesion located in the mid lad exhibiting 80% stenosis. There were no abnormalities in relation to the anatomy. There was no damage noted to packaging. There were no issues noted when removing the device from the hoop. The device was inspected with no issues noted. Negative prep was performed with no issues. The lesion was pre-dilated. The device did not pass through a previously-deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the mid lad lesion was pre-dilated with a medtronic balloon then the ronyx25018ux failed to cross a more proximal lesion of the lad. A buddy wire was used but this did not help. The stent was removed and after removal it was noticed that one of the stent struts w as damaged. The proximal lad lesion was pre-dilated with the same medtronic balloon and then a ronyx25012ux was attempted but this did not cross either. The ronyx25012ux was not damaged. During the attempted delivery the wire came out of the vessel. A different guide wire was used and the vessel was re-wired with difficulty. At this time it was noticed that there was a small dissection at the proximal lad and the wire might be in a false lumen. It was reported that the dissection was due to the guidewire, and not the resolute onyx. The procedure was then stopped. The patient was stable, alive with no injury.

Manufacturer narrative:
Evaluation summary: the device was returned attached to a 3-way connector. The stent was positioned on the balloon between the marker bands as per specifications. Deformation was evident to the 13th and 14th distal stent wraps with struts raised and overlapping. No deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.